Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged proximal grip cable to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the loose cables at the distal wrist. The root cause is attributed to a component failure. Failure analysis found the following failures to be related to the customer reported complaint: the fenestrated bipolar forceps instrument was found to have a segment of the conductor wire sticking out from the yaw pulley and a loop of wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was damaged at the bipolar yaw pulley location, exposing the internal wires. The instrument passed an electrical continuity test and no thermal damage was observed. The root cause of the dislodged conductor wire and conductor wire insulation damage is attributed to a component failure. The instrument housing was removed for the inspection and found to have an input disk broken, likely causing the dislodged wires. The fenestrated bipolar forceps instrument had hairline cracks on the grip input shafts. The root cause of the broken instrument input disks is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the fenestrated bipolar forceps (471205-17/n11210802-0159) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 1 use remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2021 on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection surgical procedure, the 8mm fenestrated bipolar forceps instrument had a loose cable. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on 17-mar-2022: the issue was resolved with a backup instrument of the same kind and the procedure was completed robotically. There was no report of patient injury or fragment fell inside the patient. The patient demographic information was requested but unavailable.